Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 16-dec-2019. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 49-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tendonitis ("multiple inflammatory-type tendon lesions"), bronchitis ("bronchitis"), dermatitis allergic ("cutaneous allergy") and gastrointestinal disorder ("multiple gastrointestinal issues") and was found to have weight increased ("relatively significant weight gain"). On an unknown date, the patient experienced abdominal pain upper ("gastralgia"), multiple allergies ("frequent allergies"), eczema ("eczema") and food intolerance ("food intolerances of recent appearance"). The patient was treated with surgery (bilateral adnexectomy with resection of the interstitial portion with removal of essure(cornuectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain upper, tendonitis, multiple allergies, eczema, food intolerance, bronchitis, weight increased, dermatitis allergic and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain upper, bronchitis, dermatitis allergic, eczema, food intolerance, gastrointestinal disorder, multiple allergies, pelvic pain, tendonitis and weight increased to be related to essure. The reporter commented: patient experienced tendon lesions on wrists, shoulders, knees, and elbows. Essure sample was available. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: essure removal questionnaire received (partially answered): initials mv amended to vm. Weight added. Medical history added. Events :cutaneous allergy and multiple gastrointestinal issues added, onset dates of cutaneous allergy, inflammatory tendon lesions, multiple gastrointestinal issues, bronchitis,weight gain, chronic pelvic pain added as since insertion. We received a sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain upper ("gastralgia"), tendonitis ("multiple inflammatory-type tendon lesions"), multiple allergies ("frequent allergies"), eczema ("eczema"), food intolerance ("food intolerances of recent appearance") and bronchitis ("bronchitis") and was found to have weight increased ("relatively significant weight gain"). The patient was treated with surgery (bilateral adnexectomy with resection of the interstitial portion with removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain upper, tendonitis, multiple allergies, eczema, food intolerance, bronchitis and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, bronchitis, eczema, food intolerance, multiple allergies, pelvic pain, tendonitis and weight increased with essure. The reporter commented: patient experienced tendon lesions on wrists, shoulders, knees, and elbows. Essure sample was available. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2019. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 49-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tendonitis ("multiple inflammatory-type tendon lesions"), bronchitis ("bronchitis"), dermatitis allergic ("cutaneous allergy") and gastrointestinal disorder ("multiple gastrointestinal issues") and was found to have weight increased ("relatively significant weight gain"). On an unknown date, the patient experienced abdominal pain upper ("gastralgia"), multiple allergies ("frequent allergies"), eczema ("eczema") and food intolerance ("food intolerances of recent appearance"). The patient was treated with surgery (bilateral adnexectomy with resection of the interstitial portion with removal of essure(cornuectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain upper, tendonitis, multiple allergies, eczema, food intolerance, bronchitis, weight increased, dermatitis allergic and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain upper, bronchitis, dermatitis allergic, eczema, food intolerance, gastrointestinal disorder, multiple allergies, pelvic pain, tendonitis and weight increased to be related to essure. The reporter commented: patient experienced tendon lesions on wrists, shoulders, knees, and elbows. Essure sample was available. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: essure removal questionnaire received (partially answered): initials mv amended to vm. Weight added. Medical history added. Events :cutaneous allergy and multiple gastrointestinal issues added, onset dates of cutaneous allergy, inflammatory tendon lesions, multiple gastrointestinal issues, bronchitis,weight gain, chronic pelvic pain added as since insertion. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain upper ("gastralgia"), tendonitis ("multiple inflammatory-type tendon lesions"), multiple allergies ("frequent allergies"), eczema ("eczema"), food intolerance ("food intolerances of recent appearance") and bronchitis ("bronchitis") and was found to have weight increased ("relatively significant weight gain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, abdominal pain upper, tendonitis, multiple allergies, eczema, food intolerance, bronchitis and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, bronchitis, eczema, food intolerance, multiple allergies, pelvic pain, tendonitis and weight increased with essure. The reporter commented: patient experienced tendon lesions on wrists, shoulders, knees, and elbows. Essure sample was available. We received a returned sample in this case. A technical investigation will be conducted, as well as a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.